Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-apr-2022. The device evaluation was completed on 02-jul-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that one of the splines on the pentaray catheter was kinked and metal exposure was observed. For this condition, a meeting was performed with the manufacturing team in order to find the root cause. The investigation determined that this issue is not related to the manufacturing process, and determined that this condition could be caused after the bwi juarez facility process. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The damage reported by the customer could be related to the introduction of the catheter into the sheath; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: do not introduce the pentaray® navcatheter into a guiding sheath with its distal spines folded backward (i.e., toward the handle). Collapse the splines together using the insertion tube prior to insertion. Do not use the pentaray® navcatheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. This catheter is recommended for use with an 8f guiding sheath as the distal splines may be damaged if used with a sheath that is not compatible. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and the biosense webster inc. Product analysis lab observed metal exposed on the spline. Initially it was reported that one of the splines on the pentaray nav high-density mapping eco catheter was kinked out of the package. They replaced the catheter before it was introduced into the patient. The procedure continued. Additional information was received on the event. Damage did not result in wires being exposed. The damage did not result in any lifted or sharp rings. The catheter was not inserted into the sheath. The damage was seen upon opening the package and therefore, not pre-shaped. The damage was directly beyond the second electrode. There was no physical damage to the outer box or packaging. The catheter was secured properly in the tray. The kinked spline was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote, the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-jul-2022, it was observed that one of the splines on the pentaray nav high-density mapping eco catheter was kinked with metal exposed. The metal exposed on the spline was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-jul-2022.